Event description:
Overdelivery found during device testing. The pump was being tested prior to use for drug delivery during a clinical trial. The pump consistently delivered 22ml with an expected delivery volume of 20ml. Device specification requires delivery to be 20 +/-1.0ml. There was no patient involvement.

Manufacturer narrative:
The reported problem could not be confirmed. The frequency of death or serious injury report for code 102 (overdelivery) for lifecare products is approximately 0.2/million sets.